Event description:
This lead was explanted and replaced due to diaphragmatic stimulation. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. During analysis, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance. This was due to the presence of coagulated blood in the lead, which was most likely introduced into the lumen as a result of stylets used during the surgery. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).